Manufacturer narrative:
In a good faith effort (gfe) response from the biomedical engineer (bme) received on 31dec2024, it was stated that the bme believes the issue initially alleged was for a proximal pressure line disconnect alarm. As previously stated, the bme was unable to replicate any alleged device issue during an evaluation of the device. In the gfe response received on 31dec2024, it was confirmed that the device had been returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
In an update from the source system provided on (B)(6) 2024, it was clarified that the device use at the time of event was outside of use. The investigation is ongoing.

Event description:
Philips received a complaint on the v60 ventilator indicating that the pressure line was not functioning properly. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. In a gfe response from the biomedical engineer (bme) received on 11dec2024, it was stated that the device had been tested on a test lung in accordance with the service manual and the bme was unable to duplicate the issue. This investigation is ongoing.